Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a triple bypass surgery years ago that he related to his diabetes. The customer did not have the exact date of his surgery. The customer also had chronic bleeding in one of his eyes but did not indicate if he was hospitalized for that. Customer's blood glucose level was not reported. The device was not returned.